Event description:
The prisma was set for 150 ml/hr fluid removal with the machine actually removing 440 ml during the first hr. The pt required add'l vasopressor therapy than anticipated but suffered no severe complications.